Event description:
The pt's family member reports the patient was feeling sick with nausea and weakness the day after the pump was refilled. Two days later, the patient was taken to the hosp by ambulance where he stopped breathing. The pt was on a ventillizer for four days and the hosp staff could not find a reason for why the pt had stopped breathing. The family member states the label on the medication was checked by the physician and family member prior to refilling the pump. The pt would like the medication tested. Follow up with the hcp revealed the medication was being sent in for analysis. The hcp confirmed the patient was treated in the hosp, but they do not have records of what treatments were performed. The patient has recovered without sequela and is doing well now. A follow up report will be sent when drug analysis results are back.